Event description:
A pt reported experiencing inaccurate high results with a ot meter. The pt's blood glucose was 8.1 mmol versus 6.6 mmol by lab within 10 minutes, with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.